Event description:
During ercp, soft wire basket inserted to grasp large gallstone. The stone was captured in the basket. Handle of the basket cut plastic catheter which remained in biopsy channel of scope; wire and sheath were inserted under fluoroscopy. Guidance cable and wire were locked and wire was secured by wrapping over handle. Handle was rotated. Wires snapped leaving basket and rod intact. Rod and remaining inches of wire protruding from mouth.